Event description:
Within first three years after implantation rptr began experiencing symptoms of lupus. Symptoms included fatigue which was diagnosed as a chronic fatigue syndrome. Medical insurance denied payment for removal. Now testing shows leaking. Rptr has had several traumas since implantation. Rptr has had seizures and visual problems that may or may not be related to the implants. Diagnosed with epilepsy 12/99 and a cardiac condition. Rptr believes the silicone is effecting their health.